Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. After performing the visual inspection on the returned unit, scratch wear marks were observed on the lumen and insulation concentrated toward the frontal right side of the probe, electrode facing forward. The insulation has a portion with charred appearance and it has a couple of impact wear marks below the charred portion. A portion of the lumen is exposed (insulation torn). No scratch marks or any insulation damage are observed on the left side or the back of the probe. The scratch wear marks are indicative of possible use of the unit as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object or device during surgery (e.g. Cutter or shaver, hard tissue or bone), possibly when inserting or removing the probe into an obstructed passageway which can be identified as a possible contributor for the reported insulation damaged. The probable root causes for the reported condition can be associated to misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation on an 90-s max melted approximately one inch from the distal tip. A second device was opened and did the same thing.

Event description:
It was reported that the insulation on an 90-s max melted approximately one inch from the distal tip. A second device was opened and did the same thing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.